Event description:
The dental implant fx7008swc was removed on (B)(6) 2019 for loss of osseointegration 1 year and 4 months after implantation. The patient has no significant medical history. The patient has recovered without complications.